Event description:
Procedure: lap gastric bypass. According to the reporter: the device was difficult to fire. The staple line failed after firing and the procedure was converted to open. Surgeon n oversewed the staple line. Delay in or time was reported as approximately 1-2 hours.